Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00208: driver, 3025141-2019-00209: screw.

Event description:
The surgeon was implanting an aculoc 2 plate, inserting a locking screw . The surgeon broke the driver tip in the screw head. The surgeon was not able to remove the driver tip from the screw head, so it remain implanted in the patient's body.